Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the belt failed incoming testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed the current test. The cause was corrosion to the crimps inside ECG c. The corrosion caused r1, r2, d3 and d4 to oxidize. The corrosion caused the failure at incoming testing. The root cause of the corrosion was unable to be positively identified, but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the defective belt. The last patient to use this electrode belt did not report any deficiencies.